Event description:
A pt reported blood glucose results of 7.3mmol and 22.7mmol with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also reported blood glucose results of "lo" and 9.4mmol with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also reported blood glucose results of 6.4mmol land 2.6mmol with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. And the last reading pt reported blood glucose results of 6.1mmol and 16.2mmol with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.